Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should patient specific clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Of note, it was communicated that the surgeon does not fault the device. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a dislocation.